Event description:
It was reported that a few days post implant, the patient with this electrode received an inappropriate shock triggered by a noise episode, likely related to an air bubble. The patient was subsequently admitted with device therapies temporarily disabled. Following technical service analysis and several provocative maneuvers, no reproducible abnormalities were identified. The patient was discharged with device therapies re-enabled. No other adverse patient effects were reported, and this electrode remains in service.